Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the troubleshooting results, technical support cannot determine the proximate cause of the customer¿s reported issue with the information provided. Tech support - (B)(6) will send unit in for service. Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8100 display test failed during pm. Technical support - transferred (B)(6) to recall support center for rga number to send unit in for display replacement. (B)(6) will send unit in for service. A review of the device history record for sn (B)(6) was performed from (B)(6) 2017 to (B)(6)2020 and confirmed that this device was previously returned for servicing and there were no production failures which correlate to the customer reported issue. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the pump module had a missing display segment. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pump module had a missing display segment. There was no patient involvement.